Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was found in the outer packaging of a exactamix inlet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and microscopic inspection was performed and noted a loose fiber and a hair inside the package but not in fluid path. The reported condition was verified and the cause is determined to be contamination during packaging of the inlet in the pouch. Should additional relevant information become available, a supplemental report will be submitted.